Manufacturer narrative:
Hospital policy forbid the release of patient gender and weight. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The customer reported that the patient expired on (B)(6) 2021. Due to the customer¿s internal privacy policy, the cause of death was not provided. The customer did report that the outcome was not considered device related and that the device had functioned as intended. It was also reported that the device would not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021. Hospital policy prohibited the release of further information. The death was not considered to be device related, and the device operated as expected.